Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vamf4036c150tu, serial/lot #: (B)(4), ubd: 24-aug-2018, UDI: (B)(4). Product ID: vamc4646c200tu, serial/lot #: (B)(4), ubd: 07-sep-2018, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Two valiant captivia stent grafts were implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. A third valiant captivia stent graft was implanted. It was reported approximately 3 years post the index procedure, a type iiia endoleak was suspected. The patient then coded while en-route for treatment of the endoleak and occlusion of all three valiant captivia stent grafts was reported per the physician. Visualization could not be achieved due to the occlusions, and so it could not be determined which devices had the type iiia endoleak. An attempt was made to treat the occlusions, however this was unsuccessful. The physician was unable to pass a guidewire into the stent grafts due to the occlusions. The cause of the event is undetermined. No additional clinical sequelae were reported, and the patient will be monitored by their physician.